Manufacturer narrative:
Additional patient identifier: (B)(6). Date of infection is not known. Date of implant reported as 2006, exact date is not known. Complainant part is not expected to be returned for manufacturer. Review/investigation: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent an open reduction internal fixation (orif) of the ankle on unknown date in 2006. Patient was implanted with a 3.5mm locking compression plate (lcp) metaphyseal plate, 3.5mm lcp medial distal tibia plate, 3.5mm lcp anterolateral distal tibia plate, fifteen (15) 3.5mm locking screws, and five (5) 3.5mm cortex screws. On unknown date patient developed an infection of the ankle. X-ray taken on unknown date revealed one of the screws was also broken. It is unknown if the broken screw was a locking or cortex screw. Patient was returned to surgery on (B)(6) 2018 where surgeon removed the three (3) plates and nineteen (19) screws easily. The broken screw was trephined in order to accommodate removal. Surgery was completed successfully with no delay. Patient status reported as okay. This report is for one (1) 3.5mm lcp metaphyseal plate. This is report 4 of 6 for (B)(4).